Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that examination on (B)(4) 2015, revealed that the patient's pump had dislodged from a bottom suture. The patient was instructed to wear the abdominal binder to prevent the pump from flipping. The event outcome was reported as on-going as of (B)(6) 2015. The logs showed that the pump system was delivering hydromorphone and bupivacaine as of (B)(6) 2015.

Event description:
It was reported that there was a pump inversion on (B)(6) 2014. The patient noticed some increased movement of the pump. Upon examination, the pump was no longer firmly situated in the pocket. It does flip downward and two of the four sutures were no longer intact. It was reported as being related to the pump. Severity was noted as mild. The plan was to continue to monitor. The event was reported as on-going as of (B)(6) 2014. The pump system was delivering hydromorphone, bupivacaine, baclofen and clonidine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Event description:
Additional information was received from a health care provider (hcp) via a study. Concomitant medication was oxycodone-acetaminophen. Medical history includes back pain with leg pain, lumbosacral neuritis, osteoporosis/osteopenia, chronic anxiety, depression, foot drop, neurogenic bowel, neurogenic bladder, spina bifida, and gastroesophageal reflux disease.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information was received from a health care provider (hcp) via a study regarding a patient receiving intrathecal dilaudid 200mcg/ml at 63.91mcg/day, compounded baclofen 100mcg/ml at 31.96mcg/day, bupivacaine 15mg/ml at 4.794mg/day, and clonidine 200mcg/ml at 63.91mcg/day. The lot numbers were unknown. The event was noted to be unresolved with no further action planned. As of (B)(6) 2015, the pump inversion has not required intervention without any further action planned. The device diagnosis was noted as pump migration.